Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned sample indicates the arterial - swg/needle resistance - kinked.

Event description:
The customer reports that the guidewire failed.

Manufacturer narrative:
(B)(4). The customer returned the product lid stock, a spring-wire guide (swg) and an introducer needle for evaluation. The guide wire was advanced into the introducer needle with the proximal end of the swg protruding from the distal end of the needle. Visual examination revealed the guide wire was firmly stuck within the introducer needle. The swg contained a bend near the center, the proximal end of the swg was curved and bent, and significant dried blood was observed on both components (swg and needle hub). The distal end of the swg was not advanced into the cannula; however, the distal j-bend tip was deformed. Microscopic examination revealed significant dried blood within the luer hub of the introducer needle (where the swg entered). No damage was observed where the swg exited the needle bevel and no significant contact (enough to cause resistance) between the components was observed. The bend in center of the swg body and on proximal end were confirmed and multiple offset coils were revealed. The distal j-bend also contained offset coils. Both guide wire welds were intact and appeared full and spherical. (Con't) other remarks: once the guide wire had been removed from the needle, evidence of dried blood was observed on the portion of the guide wire that had been stuck within the needle cannula. The bend and offset coils on the proximal end of the swg were located between 0-13 mm from the proximal end of the swg. The bend near the center of the swg was located approximately 170 mm from the proximal end of the swg. The outer diameter (od) of the guide wire was measured and found to be within specification; however, the overall length was not within specification. In addition, no distal j-bend tip was seen in swg product drawing; however, the returned swg contained a j-bend tip. While removing the swg from the needle cannula significant dried blood was observed in the introducer needle cannula and on the portion of the guide wire that was stuck within the needle. After cleaning the introducer needle of dried blood, a lab inventory guide wire of the same diameter as the returned guide wire (measured 0.624 mm) passed through the introducer needle hub and cannula with minimal resistance. Therefore, it is believed that the dried blood and withdrawing the swg against the needle bevel caused the resistance between the guide wire and the needle and not manufacturing related defects. A manual tug test confirmed that both the distal and proximal welds were intact. After cleaning the introducer needle of dried blood, the introducer needle was flushed with water and functioned as expected. A device history record review was performed on the guide wire and introducer needle and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The customer report of resistance between the guide wire and the introducer needle was confirmed through examination of the returned sample. The guide wire was returned advanced through the introducer needle with bends and offset coils and could only be removed by force. Upon removal, significant dried blood was observed in the introducer needle cannula and on the portion of the guide wire that was stuck within the needle. The needle met all relevant functional and dimensional requirements, however the returned swg length did not meet the dimensional length requirements. In addition, no distal j-bend tip was seen in the swg product drawing; however, the returned swg contained a j-bend tip. This indicates that the swg that was packaged with this kit was not used or the wrong material was reported and the wrong lid stock was received. A device history record review did not reveal any manufacturing related issues. Though the swg length dimensions did not meet the specifications, it is believe the dried blood and withdrawing the swg against the needle bevel caused the resistance between the components rather than manufacturing related issues. Based on the condition of the returned components and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the guidewire failed.